Event description:
It was reported that following a stenting procedure, the patient expired. Vascular access was gained via the right femoral artery. The 80% stenosed target lesion was located in the proximal external iliac and proximal superficial femoral artery (sfa) of the left leg. The lesion was accessed with a sheath placed up and over the groin, and the left leg was visualized. Laser atherectomy and balloon dilation of the lesions resulted in <20% residual stenosis. The 8x40x75 epic vascular stent was advanced to the proximal external common iliac and started deployment. During deployment it was noted that the bunched up and not "flowering" on its distal end and the stent was unable to be fully deployed. The thumb wheel was fully retracted however 1/4 of the stent was still covered by the delivery sheath. The stent was eventually able to be fully deployed, however the delivery system was unable to be removed. Patient was transferred to operating room to remove the delivery system. During surgery the delivery system and the implanted stent were explanted. Upon removal of the stent it was noted that there was a copper wire entangled with the stent. The copper wire was not visible on angio as it was radiolucent. The physician noted that the copper ribbon was from the sheath, however the stent was not near the sheath. The physician felt that the wire was what prevented proper deployment. Unilateral atrial femoral bypass was performed on the patient in or. Following surgery the patient was in critical condition. Unilateral atrial femoral bypass failed and patient underwent repeat intervention. Six days following the initial procedure and surgery the patient expired. Physician noted that the patient expired due to inflammatory response due to multiple interventions. (B)(4).

Event description:
It was reported that following a stenting procedure, the patient expired. Vascular access was gained via the right femoral artery. The 80% stenosed target lesion was located in the proximal external iliac and proximal superficial femoral artery (sfa) of the left leg. The lesion was accessed with a sheath placed up and over the groin, and the left leg was visualized. Laser atherectomy and balloon dilatation of the lesions resulted in <20% residual stenosis. The 8x40x75 epic¿ vascular stent was advanced to the proximal external common iliac and started deployment. During deployment, it was noted that the bunched up and not "flowering" on its distal end and the stent was unable to be fully deployed. The thumb wheel was fully retracted however 1/4 of the stent was still covered by the delivery sheath. The stent was eventually able to be fully deployed, however, the delivery system was unable to be removed. Patient was transferred to or to remove the delivery system. During surgery, the delivery system and the implanted stent were explanted. Upon removal of the stent, it was noted that there was a copper wire entangled with the stent. The copper wire was not visible on angio as it was radiolucent. The physician noted that the copper ribbon was from the sheath, however, the stent was not near the sheath. The physician felt that the wire was what prevented proper deployment. Unilateral atrial femoral bypass was performed on the patient in or. Following surgery, the patient was in critical condition. Unilateral atrial femoral bypass failed and patient underwent repeat intervention. Six days following the initial procedure and surgery, the patient expired. Physician noted that the patient expired due to inflammatory response due to multiple interventions.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient presented with critical limb ischemia. Access was gained via a seldinger technique with a 4f short sheath. Angiographic visualization revealed multiple levels of severe disease and a near occasion of the distal left external iliac and proximal common femoral artery, a sub-total occlusion of the left popliteal, and multiple sequential sub-total occlusions of the left anterior tibial artery. There was a focal proximal 90% stenosed lesion in the left peroneal. Balloon dilation was performed in the external iliac with a 5.0x20mm balloon to facilitate flow down the leg. Laser atherectomy was performed in the left peroneal, popliteal, and proximal superficial femoral artery. Following the difficulty deploying the stent, additional access site was gained via the left superficial femoral artery, angio revealed brisk flow down the left leg. The lesion and area of the deformed stent was wired transversely and a catheter was up into the abdominal aorta. However, the stent delivery system and sheath were unable to be manipulated by either pushing or pulling and could not be removed.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes. Device evaluated by manufacturer - there was no damage or irregularities to the handle. The inner shaft was separated 17.5cm from the tip. The inner shaft was flattened and torn 11cm-12cm from the tip. There was a puncture in the inner shaft on the opposite side of the tear 11cm from the tip. The outer shaft was also separated. The distal separation was received under the inner liner of the guide sheath, which was received on the separated portion of the inner shaft. There was a section of the outer shaft inside one of the separated portions of the guide sheath. Microscopic inspection of the stent confirmed that there was a wire stuck in the stent struts. The wire was confirmed to be part of the wires of the non-bsc guide sheath. There were bent struts throughout the stent and the length of the stent was longitudinally cut. The inner diameter of the guide sheath was measured with a calibrated pin gage set and measured to be consistent with a 6f guide sheath. The outer diameter of the sds was measured with a calibrated laser micrometer and measured to be within specification. The separated ends of the sds, guidewire, and guide sheath is consistent with the reported information which indicates the devices were cut. There was no evidence of any material or manufacturing deficiencies contributing to the reported withdrawal difficulty and the identified damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
Corrected death date from (B)(6) 2015. (B)(4).

Event description:
It was further reported that the patient presented 6 days prior to intervention with gangrenous infection and necrosis of the middle toe of the left foot leading to erythema extending up the left leg. Doppler study concluded limb threating ischemia of the left limb and near limb treating ischemia of the right limb. Percutaneous revascularization intervention was recommended. During the initial procedure balloon dilation was performed with a 5x40mm balloon on the distal external! Iliac lesion to facilitate flow down the leg, given the tight lesion. Laser atherectomy of the left peroneal, popliteal and the proximal sfa was performed. . The peroneal lesion was ballooned with a 3 x 20 mm balloon, resulting 10% residual stenosis. The popliteal lesion was ballooned with a 4 x 40 mm balloon and again had a very good angioplasty result. The proximal segment of the left sfa was ballooned with a 5 x 120 balloon and had similar nice result. Due to the presence of the near occlusion in the left external iliac, our subsequent angiogram showed a residual stenosis of greater than 50% and it was intended to perform bailout stenting with the 8x40x75 epic¿ vascular stent. The stent was advanced into position with the distal tip about 1cm over the femoral head. The patient was taken to the operating room from the cath lab where deployment of the stent failed due to equipment malfunction. An attempt was made to access the area the stent failure had occurred via retroperitoneal dissection, however deemed impossible as the stent went higher than physician could get through a retroperitoneal approach. At this point, attention was turned to the abdomen where a midline celiotomy was performed. The left colon was mobilized medially through the line of toldt and the left common femoral artery was encircled proximally. The aorta was encircled distally. The right external iliac artery was encircled. The patient had been systemically heparinized, a clamp was placed on the descending aorta just prior to the bifurcation and loops were pulled up tight around both external iliac arteries. The left common iliac artery was entered and the sheath was encountered. This was divided sharply and using vigorous retraction, we were able to remove all the hardware, the stent and the plaque was retrieved in one piece. A 1o-mm graft was selected. It was sewn in place proximally and tunneled through in a standard fashion and sewed this in an end-to-side fashion to the common femoral artery just prior to the takeoff of the profunda. Flow was established down this graft, had excellent filling and good doppler signals in the left foot. Satisfying hemostasis was obtained. The retroperitoneum was free, was closed with vicryl and heavy pds was used to close the fascia and 3 layers of vicryl competing the abdominal closure. Unfortunately at this point the physician was unable to get good pulses down the left foot. We reentered the right groin. The physician encircled the common femoral profunda and superficial femoral arteries and the common femoral artery was entered. There was chronic occlusion of the sfa, but both inflow and outflow down the profunda were adequate passing the fogarty balloon proximally and distally did not encounter any thrombus. At this point, this was closed with a patch angioplasty using bovine pericardial patch. Hemostasis was obtained. At the end of the case, there was a strong doppler signal in the left posterior artery. There was a weak doppler signal present in the right posterior tibia! Artery. Patient was transferred to ico in critical condition. The patient initially did well postoperatively, however developed progressive hypotension requiring increased inotropic support throughout the night. The day after the initial procured the patient experienced tachycardia and respiratory failure requiring mechanical ventilation and acute kidney disease. Patient returned to the or. There was some evidence of blood in the retroperitoneal space, but really not enough to explain the profound blood loss. There appeared to be some gas and blood in the viscera, small intestine and colon. There was good pulse in the left common femoral graft. There was a decent pulse on the right common femoral artery, but not as prominent as on the left side. Again, there were no pulses in either posterior tibial vessels at this point. A left common iliac graft and an 8 mm graft was passed just anterior to the right common iliac artery through a tunnel. The proximal anastomosis was constructed with a suture and the distal anastomosis was constructed with suture to the previous patch, which was done yesterday, resulting in good inflow. The suprageniculate popliteal artery was then exposed loops were placed around here and a 6-mm graft was placed in the tunnel and anastomosed proximally with an hs7 suture and distally with an suture. Flow was established down the leg. We checked the pedal pulses, the doppler signal, and had excellent posterior tibial pusses bilaterally. At the completion of the case, the patient had 3+ posterior tibial signal on the right and 2+ posterior tibial signal on the left side. Because of concern of swelling in the anterior compartment, a limited anterior fasciotomy was performed on the right leg after making an incision approximately 6 cm long over the skin, scissors were used to subcutaneously open the entire anterior compartment. The skin was then loosely approximated with staples.

Manufacturer narrative:
(B)(4).